Event description:
It was reported that during a total colectomy procedure, the line of the stapler did not form. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Swing tab in locked position. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? Yes. Did anyone move the firing knob to the left or right after loading the device but before firing? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No one, because, the stapler line is not formed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? No, was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? No. Was the firing to close an ostomy? No. Is a pathology specimen and/or report available? No. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Cancer. How long has the surgeon been using this device for this procedure? 3 months. What predicate device was used by the surgeon? Ntlc. Was there a recent conversion to ees devices in this account or with this surgeon? 3 months. The analysis results found that the reload was received in good visual condition, with the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into a test device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.